Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 had failed. A field service engineer reseated tray cable connections and drawer board connectors, and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failed drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.